Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented during a generator exchange procedure, and right ventricular lead exhibited failure to capture and unspecified pacing impedance issue. The lead was capped and replaced on (B)(6) 2023. The patient was stable in condition.

Event description:
New information received notes patient presented to the hospital for a pre-procedure examination for a scheduled device change procedure. Upon examination, it was noted that the right ventricular lead exhibited high pacing impedance.